Event description:
It was reported that during swg removal, the physician encountered difficulty, which resulted in the uncoiling of the swg. The swg was removed in its entirety, however, it was not replaced. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.